Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. Fax number unknown / not provided. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that the implant at tooth site #29 was removed due to infection. Erythema of facial gingiva with purulence observed at the implant four weeks after placement. Discovered during hygiene exam. Symptoms as a result of the event: abscess, pain, inflammation & edema.